Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
A distributor forwarded an message from a representative at the user facility reported a leaking issue with the device to zyno medical on (B)(6) 2018: "we had an incident where the chemotherapy was leaking from the filter part of the tubing. Patient noticed leaking but was not exposed externally from leakage. No injuries to patient or staff. Leaking just at the filter site and yes approximately 200 cc was delivered to patient IV already." The event date was "(B)(6) 2018" and the solution used during the event was "etoposide in 50 cc nss over 1 hour". The affected set was captured at the user facility and will be return to zyno medical for investigation. The contract supplier of the affected device is (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00025).

Manufacturer narrative:
A quality alert was sent to becton dickinson on 03/19/2018. The affected administration set was received by the contract manufacturer becton dickinson on 05/09/2018. Becton dickinson did a preliminary investigation of the affected administration set and identified the leak at the filter. Becton dickinson deemed that the root cause was supplier related. The supplier was contacted by becton dickinson for a formal evaluation on 06/05/2018. Zyno medical receives the final evaluation report from bd on (B)(4) 2018. This evaluation identified that the filter presented leak at the housing and the vent, which suggested that the parts were over pressurized at point of use. The leak testing is being performed at becton dickinson incoming inspection area to the filters received from the supplier in order to identify potential leak issues.